Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer states they have had blank display and the pump would not power back on even after battery change. The customer's blood glucose level was unknown. The customer's levels had been as high as 430mg/dl. The customer attributes the highs to the pump powering off due to failed battery test. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no failed battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.